Event description:
It was reported that balloon of a swan ganz catheter ruptured during use. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The reported event of balloon issue was confirmed. As received, balloon was found completely torn near the windings. Balloon latex at central area was not returned. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures and to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. Both balloon windings were intact. No other visible damage was observed from the catheter. Through lumen was patent without any leakage or occlusion. Further evaluation regarding supplier related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Engineering evaluation was completed and concluded that a product risk assessment was needed. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.